Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description provider started IV, did not remove stylet, just removed the vented flash plug detailed inquiry description "there was an event on one of our units where an np inserted an IV [is2m] and inadvertently removed the flashback (vented) plug without withdrawing the needle from the patient's arm. This occurred in an emergency situation and wasn't recognized immediately. When the patient began to complain of pain, it was discovered that the needle was still in place. The nurse manager confirmed this, and the situation has since been resolved."